Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code fc1004 indicative of short circuit. It was believed that both the right ventricular (rv) lead and the right atrial (ra) lead was dislodged. Upon review, it was noted that the ICD delivered an inappropriate electric shock due to oversensing non-physiologic noise. Additionally, it was noted that the ICD recorded signal artifact monitoring (sam) episodes due to suspected signal artefacts and high out of range pacing impedance measurements were also observed. This resulted in the minute ventilation (mv) feature being automatically disabled. Therapy was programmed off. Device and leads was recommended replaced. Currently, this product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code fc1004 indicative of short circuit. It was believed that both the right ventricular (rv) lead and the right atrial (ra) lead was dislodged. Which was beleived to be caused by syndrome of twiddler. Upon review, it was noted that the ICD delivered an inappropriate electric shock due to oversensing non-physiologic noise. Additionally, it was noted that the ICD recorded signal artifact monitoring (sam) episodes due to suspected signal artefacts and high out of range pacing impedance measurements were also observed. This resulted in the minute ventilation (mv) feature being automatically disabled. Therapy was programmed off. Device and leads was recommended replaced. Subsequently, a revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned intact and thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted that the helix mechanism was in a retracted position. Dried blood was noted around the helix. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observation(s). Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type. All system explanted.

Manufacturer narrative:
All system explanted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code fc1004 indicative of short circuit. It was believed that both the right ventricular (rv) lead and the right atrial (ra) lead was dislodged. Upon review, it was noted that the ICD delivered an inappropriate electric shock due to oversensing non-physiologic noise. Additionally, it was noted that the ICD recorded signal artifact monitoring (sam) episodes due to suspected signal artefacts and high out of range pacing impedance measurements were also observed. This resulted in the minute ventilation (mv) feature being automatically disabled. Therapy was programmed off. Device and leads was recommended replaced. Subsequently, a revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
All system explanted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code fc1004 indicative of short circuit. It was believed that both the right ventricular (rv) lead and the right atrial (ra) lead was dislodged. Which was believed to be caused by syndrome of twiddler. Upon review, it was noted that the ICD delivered an inappropriate electric shock due to oversensing non-physiologic noise. Additionally, it was noted that the ICD recorded signal artifact monitoring (sam) episodes due to suspected signal artefacts and high out of range pacing impedance measurements were also observed. This resulted in the minute ventilation (mv) feature being automatically disabled. Therapy was programmed off. Device and leads was recommended replaced. Subsequently, a revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.